Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016. The customer was treated for high blood glucose at the hospital with an insulin drip. Customer had to change out two infusion sets. Customer stated that he was instructed to change the set every time he had a fever from being ill with bronchitis. Customer had a high blood glucose of 440 mg/dl at the time of the hospitalization. Customer was admitted to the emergency room. The cause of the hospitalization was a urinary tract infection. Customer's blood glucose was lowered and he was released. Customer stated that the heart catheter was the end result of the hospitalization. The customer's wife declined troubleshooting for the high blood glucose.